Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow block alarm and a stuck button alarm. The customer reported no adverse event. The event involved product(s) unk_reservoir, mmt-1880l, mmt-394a. Troubleshooting was not performed for the insulin flow blocked alarm as it was resolved in the past. Troubleshooting was performed for the stuck button alarm and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. No product return is required for unk_reservoir. The customer will discontinue use of the insulin pump. Mmt-1880l was requested and the customer response was that the device will be returned. No product return is required for mmt-394a.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with intermittent button response. The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might of triggered the reason complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61 = stuck key alarms that may have occurred in the past or around the event date. The adapt tool reveals that stuck key alarms (61) were found on (B)(6) 2024 at 12:24:40.000. Proceeded by cutting unit open and performing a visual inspection of the connectors and electronic stack. Moisture was noted on the keypad traces and electronic assembly; unit was isolated to the electronic stack. The following cosmetic damages were noted: cracked battery tube, cracked case, cracked battery tube threads, stained keypad overlay, scratched case, pillowing keypad overlay, and corroded keypad trace. In conclusion, customer concern of keypad alarms wasn't present whilst testing; however, a stuck button alarm did occur around the time the customer had complained as well as a keypad intermittent button response was noted. Moisture damage was found on the keypad traces and electronic stack, thus isolating the unit the electronic assembly fully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.